Manufacturer narrative:
(B)(4). Title: valve-in-valve transcatheter aortic valve implantation for degenerated bioprosthetic heart valves authors: holger eggebrecht, md, ulrich schäfer, md, hendrik treede, md, peter boekstegers, md, jörg babin-ebell, md, markus ferrari, md, helge möllmann, md, helmut baumgartner, md, thierry carrel, md, philipp kahlert, md, philipp lange, md, thomas walther, md, raimund erbel, md, rajendra h. Mehta, md, ms, matthias thielmann, md citation: jacc cardiovascular interventions nov 2011;4(11):1218-27. (Doi: 10.1016/j.jcin.2011.07.015). Date of publish used for event date.

Event description:
Medtronic received information via literature review of an evaluation of patients with degenerated surgically implanted bioprosthetic heart valves who underwent valve-in-valve (viv) transcatheter aortic valve implantation (tavi). The study population included 47 patients (predominantly male; mean age 79.8 years). Eleven medtronic surgical bioprosthetic valves (from two valve families, serial numbers not reported) were noted with stenosis and/or regurgitation and required viv implant intervention. Twelve medtronic transcatheter bioprosthetic valves (serial numbers not reported) were utilized as the viv implant. Across all patients, eight deaths occurred within 30 days of the viv procedure, five of which were deemed cardiac-related (four low cardiac output and one arrhythmia); none of the deaths were attributed to medtronic products. Across all patients, adverse events included: pre-viv stenosis and/or regurgitation (n=47), post-viv vascular complications (n=6), post-viv permanent pacemaker implant (n=5), post-viv renal failure requiring dialysis (n=4), and peri-viv severe regurgitation after initial tavi deployment requiring an additional tavi ("valve-in-valve-in-valve" n=2). Of all adverse events, these were associated with medtronic products: pre-viv surgical bioprosthetic valves with stenosis and/or regurgitation (n=11, from two valve families), post-viv permanent pacemaker implant (n=4), and peri-viv severe regurgitation after too-low initial tavi deployment requiring an additional tavi (n=1). The study concluded viv transcatheter implants can be performed with high technical success rates and excellent post-procedural valvular function for these elderly high-risk patients. No additional adverse patient effects were reported. Additional information has been requested.